Event description:
The hearing aid (h/a) dispenser reported that the sentry ii waxguard came unseated and fell into the user's ear canal. The dispenser was able to remove the waxguard with no resulting injury.